Event description:
It was reported that this right ventricular (rv) lead recorded high, out-of-range pacing impedance measurements and elevated pacing thresholds. A simultaneous rise in rv impedance and the right ventricular automatic threshold (rvat) test was observed. No adverse effects on the patient were reported. This rv lead remains in service.